Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized twice within the year due to high blood glucose levels. Customer reported that her blood glucose levels were over 500 and 578 mg/dl at the times of admission.the customer stated that she remained on the insulin pump during the first incident, but was taken off of the device during the second hospitalization. The customer reported that the high blood glucose levels may have been due to pain as a result of cysts. The insulin pump was not replaced or returned for analysis.